Event description:
On (B)(6) 2014, the pt underwent surgical intervention for impedance issues related to the pt's leads (ref MFR report #: 1627487-2014-05523 and 1627487-2014-05524). During the procedure, invalid impedance remained present when the replacement leads were connected to the ipg. As a result, the ipg was explanted and replaced. No impedance issues were present when the replacement leads and replacement ipg were connected. Effective therapy was present post-op.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.